Event description:
A (B)(6) pt underwent nanoknife ire treatment for lung cancer on (B)(6) 2010. During the treatment, an adverse event occurred. A small pneumothorax developed during final needle (probe) placement that was treated prior to pulse delivery with a catheter.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents, it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the pneumothorax is likely a result of the device probe placements; it occurred while the clinician was placing the final probe. Pneumothorax is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev d) document. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).